Event description:
Healthcare professional reported approximately 12 weeks after injection in the "cheek-bones" with juvederm voluma with lidocaine as well as concomitant injection of juvederm volbella with lidocaine in the lips and around the mouth, the pt developed hyperthermia as well as edema and pain at the injection sites. The pt was treated orally with "amoxiclav (amoxicillin with clavulanate)", claritin, and furosemide. Additionally, the pt was treated topically with "dolobene gel (heparin sodium + dexpanthenol + dimethylsulfoxide)" and advantan cream (methylprednisolone acetones 0.1%)". Symptoms resolved 2 days after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of edema and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection.